Event description:
The facility reports the patient was brought into the bathroom and the chair was attached to the pick-up hook. The hoist was raised. When the care giver operated the base lever and began to swing the hoist and patient over the bath. Care giver removed their foot from the lock lever, which fell off. The hoist was stuck in this position. The caregiver then pulled the hoist back to locking position outside the tub and removed the pt. No injuries to the pt or caregiver were noted.